Manufacturer narrative:
Analysis summary: the anomaly was the result of a malfunctioning analog switch, a3 on the printed circuit board "c".

Event description:
The device has an output defect and the device is incorrect. The device needs to be repaired.